Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub issue was found during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "please note that we have received a consumer complaint on the needle. There appears to be a small puncture hole near the base of the needle which causes solution to leak out from the side. I¿ve also included two batch certificates for the needle as the patient received one of them but could not confirm which it is."

Event description:
It was reported that needle hub issue was found during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "please note that we have received a consumer complaint on the needle. There appears to be a small puncture hole near the base of the needle which causes solution to leak out from the side. I¿ve also included two batch certificates for the needle as the patient received one of them but could not confirm which it is."

Manufacturer narrative:
H.6. Investigation: one (1) sample and one (1) video were provided by the customer for investigation. The returned sample was viewed using 10x magnification and it was observed that a small hole was present in the side of the needle hub. A video was also provided by the customer. The video shows a filled syringe attached to a needle assembly. As the person in the video depresses the plunger a stream of liquid shoots from the side of the needle hub indicating the presence of a hole in the needle hub. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the damage observed in the needle hub it appears that a small sharp object struck the needle hubs which created the hole. As this product has seen additional handling it cannot be determined where the damage occurred; therefore, a root cause cannot be determined.